Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and one electric shock due to atrial fibrillation (af) with rapid ventricular response. Adjustments were made to the patient medication and the patient will be monitored. At this time, no adverse patient effects have been reported. This product remains in-service. Additional information was received mentioning that this implantable cardioverter defibrillator (ICD) delivered two inappropriate anti-tachycardia pacing (atp) and one electric shock. At this time, no adverse patient effects have been reported. This product remains in-service.